Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the device gets hot. The reported event was confirmed. The service evaluation revealed a short circuit in the motor which resulted in the reported event. Furthermore, the locking pin was found sticking. The most likely cause is attributed to wear and tear.

Event description:
It was reported that the device gets hot. There was no harm for the patient, operator or third party reported. No further information received.